Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 289 mg/dl. The customer reported that there was a discrepancy between the sensor glucose levels and the blood glucose levels. Troubleshooting was done. No additional information is provided.